Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and unpredictable bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency") and amnesia ("severe memory loss"). The patient was treated with surgery (ablation (B)(6) 2014 and hysterectomy (B)(6) 2015). Essure was removed in december 2015. At the time of the report, the vitamin d deficiency and amnesia outcome was unknown. The reporter considered amnesia, genital haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: in the hysterectomy post op follow up the dr said my uterus was mangled. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Patient¿s age was added. New events heavy and unpredictable bleeding, vitamin d deficiency and severe memory loss were added. She underwent ablation for the bleeding (previously reported device removal via hysterectomy was updated as treatment for the bleeding). On 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.